Manufacturer narrative:
Results: the samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on april 30, 2021 under (B)(4).

Event description:
It was reported that 2 cassettes caused the pump to alarm no disposable attached. No patient injury was reported.